Manufacturer narrative:
The returned ICD device was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was unable to be interrogated using a consult programmer. Boston scientific technical services (ts) confirmed that the device is compatible with a consult programmer and discussed with the healthcare provider that device low battery could be the reason that the device cannot be interrogated as it has been in service for approximately 10 years. The device was subsequently explanted and replaced two days later with the reason for replacement provided as normal battery depletion. No patient symptoms or adverse patient effects were reported.